Event description:
The report received from outr affiliate indicated that during a percutaneous transluminal angioplasty and after stent deployment, the stent length appeared too short. At this time there is no additional pt, vessel/lesion or procedural information available. However what was reported is that a size (10x40) mm stent was deployed and what was observed under fluoroscopy and angiography was that lesion was not completely covered with the stent requiring an additional second stent be placed.